Manufacturer narrative:
Device will not be returned. When additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient came into surgeons office with swelling and redness. The surgeon attempted to treat by aspirating the ankle and treated with antibiotics. Infection persisted, so the surgeon removed the prosthesis and replaced it with an antibiotic spacer. Due to infection and tibial loosening, patient required explantation of prosthesis, implantation of antibiotic cement spacer, and will require a revision.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient came into surgeons office with swelling and redness. The surgeon attempted to treat by aspirating the ankle and treated with antibiotics. Infection persisted, so the surgeon removed the prosthesis and replaced it with an antibiotic spacer. Due to infection and tibial loosening, patient required explantation of prosthesis, implantation of antibiotic cement spacer, and will require a revision.

Manufacturer narrative:
Correction h6 device code, method code the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention and the aftercare. Instruments or implants may become contaminated or flaws in decontamination can occur. This may lead to unsterile instruments or implants. These should not be used. If it goes unnoticed, the use of these devices may cause infection. A medical professional reviewed the received information and noted the following: "I agree that in this case the clinical working hypothesis is a deep, periprosthetic joint infection (pji). This can be concluded from the sparse information. A definitive diagnosis can be confirmed with information of the tissue cultures (if any) that were most likely taken during explantation of the device. Yet, explantation and leaving behind antibiotics-loaden cement spacer, is usually solely done for the two-stage treatment of a pji." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.